Manufacturer narrative:
N/a.

Event description:
The following has been reported: pump is stuck on 'air bubble" even though there is no air bubble, cannot get past this message. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.